Event description:
Related manufacturer reference number: it was reported that the patient had their ipg repositioned on (B)(6) 2023. Following the repositioned surgery, the patient still experienced uncomfortable stim sensation with or without therapy on. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing a shocking sensation at the ipg site. The issue began after undergoing a lead revision approximately 6 months earlier. The ipg was repositioned, but the issue persisted when stimulation was on as well as off. The entire system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted.

Manufacturer narrative:
The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: nm10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8768557.

Event description:
Related manufacturer reference number:1627487-2023-03253.